Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a hemodialysis catheter. The customer reports that the sapphire catheter extruded (came out) of the patient. No reported ill effect to the pt. Catheter needed to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.